Manufacturer narrative:
Transmitter was unable to hold a charge, due to battery depleted. Unable to perform the functional test, due to charge anomaly. It was received with damaged pin.

Event description:
It was reported that the customer had low blood glucose level of 32mg/dl. Customer's current blood glucose level of 302mg/dl. Customer treated with the insulin pump. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).